Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On 08/05/2024 it was reported that the patient experienced intermittent audio output which occurred on an unspecified day after the sensor was inserted. On (B)(6) 2024, around 6:30am, the patient was sleeping in bed when her son found her. Her eyes were glassy and fixed; she was "staring into space". It was reported the patient had been "low" since 2:30am, but alerts were not being received. The patient's son, who is a police officer, lifted the patients arms and they immediately dropped. He also did a sternum test. There was no documentation of a blood glucose (bg) meter test being done. The patient's son administered a glucagon injection to the patient, and she recovered at home after approximately 16 minutes. There was no documentation that the patient sought assistance from a higher level of care. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was undetermined via data. However, app crash was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.